Manufacturer narrative:
A field service engineer was dispatched to customer site. A planned maintenance was performed and the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 07/21/2016.

Event description:
A customer reported an event of a "strong smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for evaluation. The assignable cause of the odor/smell issue is the vacuum pump oil, catalytic decomp filter, oil mist filter and adapter converter. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.